Event description:
It was reported that while nas were transferring a resident with a floor lift, the sling loop came loose on the bottom left side and the resident fell. Reference MFR report #9681684-2014-00014.